Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states the folding mechanism will not work. She states the unit will not lock or unlock.